Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 02/24/2017 as follows: the patient is alleging that gunther tulip that was placed on (B)(6) 2008 cannot be retrieved and has led to vena cava perforation (due to ivc filter prongs penetrating the aortic wall). It is alleged that there have been no retrieval attempts. Reason for implant: blood clots patient is alleging: vena cava perforation, device is unable to be retrieved, other: prongs penetrated aortic wall.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request. All information for this event was previously submitted from 17jan2017-09may2017.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text : blank fields on this form indicate the information is unknown, unavailable or unchanged. According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged that the ¿patient received a cook gunther tulip on (B)(6) 2008 at (B)(6).¿ it is alleged that patient has pain related to the filter that is also alleged to have migrated and possibly perforated. The filter remains in the body and is unable to be removed according to the reporter. Hospital and medical records have been requested but not yet provided.